Event description:
It was reported that the distal coil of the right ventricular (rv) lead appeared to be more canted than normal. No attempt was made to implant the lead. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented that a 9 french introducer was passed with no resistance or anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.